Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Heparin was administered after the transseptal puncture. A watchman access system (was) was positioned and a 24mm watchman laa closure device and delivery system was advanced. The closure device was deployed in the laa. A small thrombus was noticed to be attached to the was with activated clotting time (act) of 249 sec. The closure device was released. They were able to aspirate the thrombus out while removing the system. The patient remained stable with no vital sign changes and no neurological changes after waking up. The patient was discharged home the next day.